Event description:
During troubleshooting for an unrelated alarm during drain one of four on a homechoice (hc) machine, it was reported that the (B)(4) adapter came apart from the transfer set. The home patient accidentally pulled on the catheter to address the alarm when the issue occurred. The caregiver (cg) had stopped therapy and got the hp off of the hc. The technical service representative (tsr) assisted the cg in ending therapy. During follow up with the registered nurse (rn), it was reported that the titanium adapter fell off during this event and the adapter was missing when the hp came in. Since this event, a new titanium adapter has been installed and there have been no further issues. No patient injury or medical intervention was indicated in association with this report. No additional information is available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.